Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1676 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter was inserted in this patient at 8:45, (B)(6) 2022. When inspecting the catheter following package opening, the vascular sheath was found split at the tip, unusable. Therefore, the package of a new product was opened for insertion of the PICC catheter in this patient.

Event description:
It was reported that the PICC catheter was inserted in this patient at 8:45, (B)(6) 2022. When inspecting the catheter following package opening, the vascular sheath was found split at the tip, unusable. Therefore, the package of a new product was opened for insertion of the PICC catheter in this patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath was confirmed and appears to be manufacturing related. One 5 fr x 7 cm microez microintroducer was provided for evaluation. The dilator was present within the device and the sheath had not been split. Deformation was visible at the distal tip of the sheath. Microscopic inspection of the sheath tip revealed and inwardly bunched region. Two 'v' shaped ridges were noted at each end of the deformed region. The tip of the sheath appeared to have a blunt region which may indicate that the tip taper may not be fully formed. An additional section of the leading sheath tip edge appeared to exhibit unevenness and roughness; however, it could not be determined if use related factors contributed to the damage. As a section of the sheath tip taper did not appear to be fully formed, it was determined that the condition of the device may have been a likely contributed factor for the reported complaint of a difficult insertion; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurence of the reported event.